Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In the initial report, the device date of manufacture that was provided (11/18/2011) was incorrect. The correct date of manufacture is (10/04/2011) and has been entered into this follow up#1 submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss was unable to reproduce the reported error issue. Fss removed and replaced hard drive as a preventive measure, reseated all connections on advantech and instrument manager printed circuit boards (pcbs) and performed vacuum calibration. Fss also removed and replaced o-rings on pack-detect switches. Fss completed the system checkout in accordance with amo specifications, which the unit passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2011/2012 (error getting version strings from instrument host/instrument host timeout error) occurred with the whitestar signature system. Customer rebooted and error cleared. There was no patient involvement reported and no patient treatments delayed or cancelled.